Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor did not pair with the ilet bionic pancreas while the sensor continued to function in the dexcom g7 app; after re-entering the sensor code and toggling g6/g7 settings, the sensor resumed reading and the user was educated on causes of intermittent connection loss. Symptoms included hyperglycemia with a reported peak of 300 mg/dl lasting about three hours, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management without ketone testing, back-up therapy, professional medical intervention, or hospitalization. Investigation included remote troubleshooting to verify the g7 code, confirm bluetooth functionality, review device display indicators, and attempt re-pairing by adjusting sensor type settings. Investigation of this case revealed a transient connectivity and pairing issue between the ilet and the g7 sensor that resolved after re-entry of the code and setting adjustments, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors consistent with intermittent communication and configuration mismatch.